Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had symptom relief following the therapy adjustment made by the manufacturing representative (rep). However, since today their symptom were the same as before the implant and when they connected to verify the therapy, they noticed that the settings appear to have reverted to the original configuration on their own. Patient mentioned they don't know what setting were put by the rep before. Additional information was given by the patient that they traveled yesterday. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient reported unspecified symptoms.